Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appears typical. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. No functional issues were found with the returned sample. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "cuff will not stay inflated prior to use" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned device. Other remarks:

Event description:
Customer complaint alleges "the cuff could not be inflated was found during the test prior to use." It was reported there was no patient impact or consequence. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, a variant device, from the same family, was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production. The cuff from the samples were inflated and left for four hours, then cuff from samples were deflated. Samples were visually inspected, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation and determine the root cause. Corrective actions cannot be established at this time. (Cont.) Other remarks: if the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the cuff could not be inflated was found during the test prior to use." It was reported there was no patient impact or consequence. Patient condition reported as fine.